Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis. No blood glucose reading was reported. The insulin pump had a motor error alarm in the alarm history. It was stated that the customer had changed the infusion set and tried different insulin vials. The insulin pump was programmed correctly.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.